Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 21.3 mmol/l. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.